Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was unable to load the cutter devices. During in-house engineering evaluation, it was determined that the motor device had hose damage, low power, the vanes were worn and made excessive noise. The device also failed pretests for muffler tube assessment, noise assessments and rotational speed assessment. There was a ten minute delay to the surgery while switching to a new hose. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device being unable to insert the cutter device was not confirmed. The reported failure of the device having low power was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).